Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone iodine was continuously leaking at the minicap. This occurred during use of the device for peritoneal dialysis (pd) therapy. The nurse changed the minicap, however the issue was not resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.